Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 182 mg/dl. The insulin pump had been splashed with water. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.